Event description:
Customer reportedly received result of 398 mg/dl on the mobile system and 125 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
Investigation of the event determined a gammopathy interference present in the patient sample most probably caused the falsely elevated total bilirubin result. Immunofixation electrophoresis results for the sample demonstrated the following: bence jones positive, lambda type, and also iga monoclonal protein with lambda light chain specificity. This gives evidence for an interference with the bil-ts assay. Inteference due to gammopathy is documented in product labeling. The patient was not adversely affected.

Event description:
The user had discrepant total bilirubin results for three samples from the same patient. All results are in mg/dl. Sample 1 initial result was 7.8, repeat results from a beckman cx5 was 0.45. Repeat results on the integra were 7.5 and 8.0. Sample 2, on (B) (6) 2010, initial results was 4.0, repeat result from the cx5 was 0.33. Repeat results on the integra were 4.0, 3.2 and 4.1. Sample 3 initial result was 1.74, repeat result from the cx5 was 0.41 repeat results on the integra were 2.1, 1.7, 2.1 and 1.8. The initial results were reported and the patient was not treated based on the results. The doctor questioned the results and asked for repeat testing. The total bilirubin reagent lot number was 62022801. The field service representative could not find a cause. He checked the analyzer and determined the instrument was functioning according to specifications. To verify the analyzer operation, he ran a check test application with results within range and total bilirubin results from another hospital's integra 800 gave same result as this integra.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.